Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer was experienced a high blood glucose of 350 mg/dl. The customer stated blood glucose value was not go down after they had tried to delivered bolus from insulin pump. Customer stated they had changed infusion set 7 times. The insulin pump will not be returned for analysis.